Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist coordinator that the pt had extremely twisted up the percutaneous lead (lead) and pump stoppage was noted in the log file. The pt was admitted for observation and the lead was untwisted. The following day, the MFR's technical services representative conducted a percutaneous lead eval which did not reproduce any speed reductions or pump stoppage and found all lead conductors to pass the continuity testing. The system controller was exchanged with another system controller. X-ray of the external section of the lead was found to be unremarkable. It was reported on (B)(6) 2014 that the pt's driveline has been nicked during a prior abdominal surgery which may be causing the driveline fault alarms. On (B)(6) 2014 an external percutaneous lead replacement was performed by the MFR's technical services representative according to procedure. Three days later, the pt was readmitted for reported driveline fault and pump stoppage events. The pt is being considered for a pump exchange. The pt has not suffered any side effects from the reported driveline fault or pump stoppage events.